Event description:
On (B)(6) 2025, user¿s pump stopped delivering insulin, showing an ¿unable to proceed¿ alert after a recent supply change, leading to high bg levels. User reverted to multiple daily injection (mdi) due to time constraints and planned to call back for further assistance. Troubleshooting was not completed, and no blood glucose questionnaires (bgq) or lot numbers were gathered. Follow-up attempts on 18-aug, 19-aug, and 20-aug-2025 reached no answer, with voicemails left each time. Unable to reach the user, it is not known if the user experienced any symptoms during the event and if any medical intervention was performed at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.